Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c165 (serial: (B)(6) ); product type: 0200-lead; implant date (B)(6) 2016; explant date (B)(6) 2020, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the system was removed approximately five years ago because it was not working. Patient stated they had to replace the battery after so many years and after that it never seemed to function the way it had before. The patient was transferred to update their records in preparation for a planned magnetic resonance imaging (MRI) in the coming months. Patient believes everything was removed, but was uncertain.